Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient's right atrial and right ventricular exhibited noise. The clinic discovered the noise via noise reversion episodes. The right ventricular lead noise was reproducible in clinic. Both leads were extracted and replaced. The patient was stable throughout.